Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the bed started to smoke. I asked the dealer did he tell the patient about the recall and that the bed needed to be unplugged and he stated he did advise the patient of the recall.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was recalled but no evaluation was done, so the original complaint issue was not able to be confirmed.

Event description:
The dealer stated that the bed started to smoke. I asked the dealer did he tell the patient about the recall and that the bed needed to be unplugged and he stated he did advise the patient of the recall.